Event description:
A nurse reported that the probe had no cutting before vitrectomy surgery. The surgery was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be conforming. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard pictures. The extension pulled out of the coupling, no presence of adhesive observed on the extension. Coupling appears to be pinched and oval in shape and not round. Diamond marks observed on the coupling. Slightly bent inner cutter but the needle was not bent. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an cut failure and evaluation does not indicate probe has an actuation failure. The cause of the cut failure is the separation of components within the probe. It appears that during use the adhesive bond failed causing the extension to detach from the coupling. The exact root cause of the extension detachment cannot be determined; however, a manufacturing related rot cause cannot be ruled out. A non-conformance record has been initiated regarding the extension detachment. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).